Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibit high capture, failure to extend and failure to retract. The ra lead was not used and was replaced. The patient was in stable condition throughout the procedure.